Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010 an ams miniarc sling, was implanted in the plaintiff to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that, as a result of the implant, the plaintiff "suffered bodily injuries, including extreme pain, erosion of her internal bodily tissue, extreme scarring, additional surgery and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries" and "disability."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.